Event description:
Information was received indicating that a smiths cadd extension set leaked from the filter. There was no reported injury to the patient.

Manufacturer narrative:
One smiths medical cadd cassette was returned for analysis. The visual inspection detected no discrepancies. Functional testing included leak testing. Leak testing identified leaking from the air vent of the filter. Based on the evidence, the complaint was confirmed. The problem source of the reported event could not be identified.